Event description:
It was reported that a prosa valve with mininav (#fx703t) was implanted during a procedure performed on (B)(6) 2022 . According to the complainant, the valve caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 19 months. Weight: 8.5 kilograms. Gender: female.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, deposits on the device and a deformation of the outer housing of the prosa valve were determined. The measurement of the plane parallelism could confirm the deformation with a value of -0.056 mm - outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the mininav is operating within the accepted tolerance in the horizontal position. The prosa is operating not within the specified tolerances in the vertical position. An accelerated outflow of prosa could be measured. Adjustment test: the prosa was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling of the valve, deposits were found in prosa. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results : based on our investigation results, we can determine an accelerated outflow and a non- adjustability of the prosa valve. The determined deposits and the deformation can be named as the cause for the functional deviations. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.